Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 8 photos submitted for evaluation. The issues of foreign matter and component damage ¿ no leak were confirmed upon inspection of the photos. No issue of misassembly was observed, however. Visual inspection of the provided photos confirmed that one photo displayed black marks on the stopcock housing. It is unclear if the marks are embedded or not. One photo displayed damaged to the luer adapter on the stopcock housing. The material exhibited an uneven edge. Two photos displayed yellow foreign matter on the stopcock and the housing of the device. One photo displays damage to the top of the septum of the q-syte. It appears to be damaged on the edges. The reported defects were confirmed. The damage observed could be a result of our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code: a180104 - device contamination with chemical or other material.

Event description:
This MDR covers the foreign matter black marks, short mold. Stains,chipped rubber found during production at atom. 158 black marks, 2 short molds. 16 cases of dirt, 73 cases of missing rubber found.